Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had an unexpected low suspend. The customer's blood glucose value from the reported event was 150 mg/dl and the sensor glucose value from reported event was 60 mg/dl .troubleshooting was performed and it was discovered that the sensor is no longer good. The customer was advised to remove the sensor. The customer was advised that the device will be replaced. Nothing will be returned.